Manufacturer narrative:
The review of the device history record shows the product met all of the manufacturing specifications. The device was not returned to kimberly-clark for analysis, therefore the root cause of this incident could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark.

Event description:
Kimberly-clark received a report from italy, stating, "during the washing procedure of the oral cave of the patient, the sponge part comes off the swab and it remained into the patient's mouth . The nurse had to remove the sponge from patient's mouth. The patient did not have incident. The swab is not available." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).